Event description:
It was 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet¿ steerable delivery sheath. During procedure, the left atrial pressure was 14mmhg and heparin was administered. A circumferential pericardial effusion was noted intraprocedural and post procedural and the amulet was successfully implanted. A cardiac tamponade was also noted. A pericardiocentesis was performed. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause for the reported pericardial effusion led to cardiac tamponade could not be conclusively determined. The reported unexpected medical interventions was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.